Event description:
Ous MDR - sudden loss of pacing in ddd mode was reported. Pace/sense leds started to flash, accompanied by an alarm. The patient with asystolic arrest required cardiopulmonary resuscitation. Apart from described resuscitation, no further adverse patient side effects were reported. Pacing resumed. A ventricular lead was connected to a new single chamber device. It is expected this device will be returned for analysis at a later date.

Manufacturer narrative:
The device was subjected to a visual/mechanical inspection and functional analysis. The device was inspected with regard to outer damages and the general operability. During the visual and mechanical inspection no outer damages and no deviations were found. Next, the device was subjected to a functional test. The functional test is divided into the following analysis sub-steps: turn-on procedure, check of the indicators, measurement of stimulation/detection. The complained behaviour of loss of pacing was not confirmed during analysis. The atrial and ventricular pacing signal was proved to be always present depending on the settings. There was no unexpected inhibition of the pacing found. No cross-talk was observed. Further tests with the aid of an heart simulator did not show any unexpected situation were a loss of atrial or ventricular pacing was seen. Then, the device was monitored over a 48 hour period in order to prove the continues pacing function and amplitude stability. The device operated continuously over 48 hours without a single missing pace and with stable amplitude and pacing rate. Thus, the long-term test was passed successfully. In summary, the device did not show any deviation during analysis, that could be related to the complaint. No material or manufacturing deviation was found.